Event description:
A healthcare professional reported with a description of both the lens would not advance through the cartridge into the eye. Additional information has been received and stated that the trailing haptic was straight and the lens was stuck in the injector.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.